Event description:
A physician was attempting to deploy an endeavor resolute rx drug eluting stent to treat a lesion in the left coronary of a patient reported to be calcified. The lesion was pre-dilated. It was reported that during the procedure, the device could not pass the lesion. There was no injury to patient. When the device was returned to the manufacturing facility for evaluation; the stent of the device was noted to be damaged. No patient injury or other sequelae were reported. Device evaluation: the device was returned for evaluation. The stent had moved distally along the balloon covering the distal marker band and distal tip. Crimp impressions were evident along the balloon. The balloon appeared to have been partially inflated. The stent was partially expanded. The proximal end of the stent was severely bunched and deformed. The distal shaft appeared to have been cut 2.5cm distal to the exchange joint. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver and stent deformation). Patient condition affected effectiveness of device (highly calcified lesion). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of procedure (failure to delivery and stent deformation). Device failure/lack of effectiveness related to patient condition (highly calcified lesion).